Event description:
It was reported that the user sought assistance after inserting a teflon infusion set and connecting tubing to the pump without performing the required supply change steps, which constituted an incorrect use of the infusion set and cartridge components and required troubleshooting and education. Symptoms included no adverse clinical effects, no hypoglycemia, and no hyperglycemia. Outcomes included no alarms and no interruption of therapy after guidance, with insulin delivery resuming as normal. Investigation included customer care review of the supply change process and step-by-step education to prime the tubing and fill the cannula. Investigation of this case revealed user error related to incomplete supply change sequencing, with proper function of the infusion set, tubing, and pump once the fill procedures were completed. It was concluded, based on previously established findings for similar reports, that user technique contributed to the event.